Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable. Same problem and reporter as the following MFR report numbers, but separate events: 2183620-2011-00068, 00069, 00070, 00071.

Event description:
A surgeon who has used veritas collagen matrix in breast reconstruction cases has started exchanging the tissue expander for permanent breast implants within the last two months. After initial positive results at the second stage, in 5 bilateral exchanges, the surgeon has "noticed poor incorporation of the expander with significant inflammatory peri-device seroma. This has caused device turning and misplacement leading to difficult second stage procedures." It was noted that this seems to be present with ptotic stretched out breast skin. No further pt info regarding these specific events have been provided to synovis.